Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer cleared the alarms to address the issue and continued to use the pump for insulin therapy. Additionally, customer reported a blood glucose level of 41 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.